Event description:
It was reported that the pt fell and hit the right side of his body and his head. It is unclear as to whether this occurred (B)(6) 2012. Since (B)(6), the pt has no longer had access to sound. Testing of the implant showed that 2 electrode channels have hi status and 7 electrode channels have high impedance. After fitting the pt now has access to sound, but his performance is very bad. Five electrode channels have been disabled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.